Event description:
Customer experienced an altitude alarm with their pump, though there was no adverse impact to their blood glucose level. Technical support determined the pump was still under warranty and decided to replace it. The customer was informed about programming their settings into the replacement pump, connecting their continuous glucose monitor to it, and returning the problematic pump within 10 days using a provided ups return box and label. The customer acknowledged these instructions and was also told that they would receive a pump equipped with updated software.